Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: b3, the event date is unknown. Based on the results of the investigation, the ¿foreign material came out of the nozzle¿ and ¿foreign material adhered to the distal cover¿ were observed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material remained had no deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope was unable to supply air. The issue was found during routine inspection and the procedure as completed with a similar device. Inspection and testing of the returned device found that the nozzle and control section had foreign objects. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6). The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the play of the up/down knob was out of standard value to wear of the angle wire and switch 4 had wear. The image guide connector and the protector of the universal cord on the control section had a scratch. The universal cord had a wrinkle and the plastic distal end cover had foreign objects. The connecting tube had a dent and switch 4 did not work due to damage. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.